Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was malware breach at the hospital level. Work was performed by the local it to recreate the environment. The database server was not affected and was used for the backup. Reverse syncs were performed on the stations. Reverser syncs were completed on 02/12/25. A field service engineer confirmed the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis med station system the customer was unable to access medication during a cardiac arrest while the patient was in the emergency department. Pyxis was on critical override mode however; the pyxis es went offline with an error at all stations which left machines down and unable to pull out any meds for 15 minutes. The ER pharmacy doctor was able to access the needed medication from the ER crash cart so there was no harm or injury to the patient. The customer was confirmed there was no direct injury to the patient but was unaware of the outcome of the cardiac patient.

Manufacturer narrative:
Corrections: b.1 - adverse type: product problem. B.2 - event attributed to: none. H.1 - type of reportable events - malfunction.